Event description:
It was reported per field service report: pump was on patient. Symptom - recorder malfunction. Findings / action taken: recorder printing crooked then jammed. Replaced recorder system. Software level: 2.24. Additional information from the clinical engineer stated that "they were able to quickly swap the pump from the patient efficiently and no report would be necessarily generated."

Manufacturer narrative:
(B)(4).